Manufacturer narrative:
Results: a sample is not available for evaluation. Customer photos were submitted. A review of the device history record revealed no irregularities or quality notifications for the reported lot number. All process and final inspections comply with specification requirements. Conclusion: the complaint for glass breakage was confirmed at the plant. There were no quality notifications at the time of product manufacture. (B)(4).

Event description:
It was reported by a consumer that 16 x 100 mm x 8.5 ml bd vacutainer® glass whole blood tubes were found broken in a shelf pack prior to use. There was no report of injury or medical intervention.

Manufacturer narrative:
After further review of this MDR, this complaint was over reported based on the updated reportable criteria. Broken tubes found on a shelf pack prior to use are considered inoperable.